Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30739525l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent an old myocardial infarction ventricular tachycardia (omi vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After completion of the omi vt procedure, pericardial effusion was confirmed by sound star (ss). When accessing the left ventricle (lv), bb was conducted. After that, the catheter was switched at right ventricle (rv) to lv. Consequently, ablation was performed so that the area around the septum was sandwiched between the lv and rv. The patient had no blood pressure fluctuation. Pericardiocentesis was performed after confirming that there was no change in pericardial fluid over time in the catheter room. The patient returned to the ward after drainage. This effusion was confirmed after completing the procedure. The procedure time was about 4 hours. During the procedure, there was no error. No obvious increase in impedance was observed even on the sa side, and there was no abnormality in the catheter appearance. The catheter was discarded at the discretion of the physician. Atrial septal puncture was performed using an rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 2ml low:8ml high:15ml. The complaint product(s) will not be returned for analysis. The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products. Physician comments were not available. A smartablate generator was used. The time of occurrence could not be determined because it was discovered after the case. The physician had covid-19 and could not be contacted and confirmed regarding patient demographic information, lab tests, data, history, extended hospitalization, and patient outcome. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Dashboard and vector force visualization features were used. The visitag module was used, the parameters for stability used were 2mm 5sec 50% 5g size:2mm. Respiratory adjustment additional filter was used with visitag. Ai 450-500 color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.